Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: stock review: we proceed to review the stock of this code / lot and verify that there are no available units. Quantity produced / imported: from this product code and batch number a total of (B)(4) units were manufactured. Distributed quantity: the manufactured units were sold in 24 customers, located in the cities of (B)(6) an export to (B)(6) was also made. Background: reviewed the database of claims and verify that to date we have a report related to this product code, batch number and cause. Batch record: a review of the documentation corresponding to the manufacturing of the batch was made, in which the control in process and control of the finished product was verified, and no deviations or alterations were identified during the process. Results for the release of the lot: the results obtained in the release of the lot, fulfilled the requirements for this type of suture. Analysis of the sample (s): the 2 samples received were visually reviewed, it was possible to see that 1 of the units had a defect in the aluminum sheet in the part where the injection of sterilizing solution is made; the cause related to the leak has already been identified and taken necessary corrections. Conclusions: according to the investigation carried out, the claim has been determined as "confirmed", since a failure in the device has been identified. Actions: no action is required, the leak is a defect identified and addressed in CAPA (B)(4).

Event description:
Country of complaint: colombia. It was reported that the pouch was leaking.